Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 72404310 serial number: n/a batch/lot number: 1100189275 model/catalog description: pump ms unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed during which a crack was found in the right cylinder connecting tube. The right cylinder and the pump were removed and replaced. No patient complications were reported.